Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event submitted in error. Date of event is unknown. Placeholder.

Event description:
It was reported that as the surgeon was using the plate bender before the surgery, the pin on the bender broke. This did not affect the surgery, and there was no patient involvement. The surgeon used another instrument to bend the plate for the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the 3.7 mm by 5.5 mm pin is broken off at the base. The broken surface angles down slightly from one side to the other and on one side, the edge of the through hole for the retention pin is visible. The fracture surface is smooth and there are no indications of any material anomalies. There are numerous nicks, dings and scratches all over the device that are consistent with field use and a couple of deeper gouges on the surface around where the pin is broken off. The design is adequate for the intended use, therefore, the complaint is invalid with respect to design.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).